Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer reported that some time ago the drive support cap was loose on the pump. Customer's blood glucose reading was 240 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.